Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements. The cardiac resynchronization therapy defibrillator (crt-d) device was noted to be programmed to an atrial-only pace and sense mode. The patient declined to have the lv lead replaced. Boston scientific technical services provided guidance to the healthcare provider that reprogramming the crt-d device to allow for right ventricular (rv) pacing with all lv related parameters disabled could be considered, if the intention is not to use the lv lead. The lv lead remains implanted. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements. The cardiac resynchronization therapy defibrillator (crt-d) device was noted to be programmed to an atrial-only pace and sense mode. The patient declined to have the lv lead replaced. Boston scientific technical services provided guidance to the healthcare provider that reprogramming the crt-d device to allow for right ventricular (rv) pacing with all lv related parameters disabled could be considered, if the intention is not to use the lv lead. The lv lead remains implanted. No patient symptoms or adverse patient effects were reported. The lv lead was subsequently explanted and replaced. No additional adverse patient effects were reported.